Event description:
A clerk reported that during intraocular lens (iol) implant surgery, a lens was removed and replaced through an enlarged incision for a different model due to vitreous loss. A vitrectomy was performed. In a follow-up, the outcome of event is reported as "good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent gusset and distal area due to the position of the lens in the case. The optic was cracked on a post of the lens case and pressed into the well area. While we were unable to determine the origin of the damage, our observations reasonably suggest, the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/15/2008 by fax and mail. A completed questionnaire was received.